Manufacturer narrative:
The incident information was reviewed; however, the products were not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. A conclusive cause for the reported failure to advance and patient effect; and, their relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the hi-pilot guide wire instructions for use as a known patient effect. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, b6: dates estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "angiographic classification of pulmonary vascular lesion in takayasu arteritis: a cohort study"

Event description:
It was reported through a research article that the procedure was performed to classify pulmonary artery lesions in takayasu arteritis according to pulmonary angiogram and evaluate the percutaneous transluminal pulmonary angioplasty (ptpa) success rate and technical difficulty of different types of lesions. The hi-torque pilot 50 guide wire was used to cross through the target lesion; however, in some cases dissections were noted. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.